Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a pubovaginal mesh sling on or about (B)(6) 2002 to treat her stress urinary incontinence and/or pelvic organ prolapse. Plaintiff's attorney alleged plaintiff has suffered serious bodily injuries including but not limited to, extreme pelvic and abdominal pain, development of scar tissue, and incontinence. Plaintiff's attorney also alleged plaintiff has experienced significant mental and physical pain and suffering, has sustained severe, debilitating and permanent injury, permanent and substantial deformity, suffering, disability, and mental anguish.

Manufacturer narrative:
It is unknown what ams pelvic mesh product was implanted. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.